Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. It was later reported that there was "no infection so far confirmed from either tissue or fossa component." The surgeon also indicated he "found that there was a communicating channel between the ear canal and the tmj area. Patient has repeatedly suffered for many years from ear infections so issues with the joint area most likely due to this." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. There was nothing to indicate that there was an alleged malfunction of the implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00191-1 & 0001032347-2019-00101-2.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Therapy date: (B)(6) 2019. Initial reporter also sent report to FDA: the user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001032347-2019-00101 & 0001032347-2019-00191.

Event description:
It was reported an exploratory surgery to determine whether the patient has developed an infection was performed. No infection was confirmed from either tissue or fossa component. The surgeon found that there was a communicating channel between the ear canal and the tmj area. The patient has repeatedly suffered for many years from ear infections so issues with the joint area most likely due to this. The fossa was removed during this procedure.